Event description:
The event occurred on an unspecified date and involved a needle free hemodialysis tego connector. It was reported tego cap was changed prior to recommended one week due to no blood returned from catheter limb. This captures 1 of 2 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed.